Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012459) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('backache') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), headache ("headache") and ear pain ("earache"). At the time of the report, the back pain, headache and ear pain outcome was unknown. The reporter considered back pain, ear pain and headache to be related to essure. The reporter commented: currently very poor status, unable to walk autonomously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('backache') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), headache ("headache") and ear pain ("earache"). At the time of the report, the back pain, headache and ear pain outcome was unknown. The reporter considered back pain, ear pain and headache to be related to essure. The reporter commented: currently very poor status, unable to walk autonomously. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.